Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the stapler deployed staples without cutting and its jaws could not be opened or closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.